Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area and check the cartridge o-ring, but the original cartridge could not be reloaded. The customer was guided to fill a new cartridge and successfully attach it to the pump, completing the loading process and resuming insulin delivery.